Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: strip issue, user has low glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (10/31/2014).

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results not verified. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 09/30/2016 and open vial date not verified. Recall test results from (not verified if fasting/ before meals/ after meals) from meter memory (date/time not set correctly): (B)(6); 5:15pm - "lo"; (B)(6); 6:32am - "lo"; (B)(6); 6:55pm - "lo". Based on the "lo" result recorded in the memory, the complaint is reportable. No adverse event reported.